Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as about 2 months ago (2016) for the charging issue and (B)(6) 2014 for the leg pain issue.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had trouble charging and was not able to charge their implantable neurostimulator (ins). When asked if they saw a reposition antenna screen on the recharger, they stated ¿I believe so¿. The patient did not have the recharger with them for troubleshooting but did have the programmer with them. However, they did not seem to be willing to troubleshoot. The last time the patient successfully charged the ins was about 4 months ago (also note as one to three months ago). The patient also mentioned they fell in the shower about 4 months ago. In addition, the patient reported they still had pain in their leg like before the ins was implanted. The patient was directed to contact their healthcare professional (hcp) regarding the issues. Additional information received on jan. 9, 2017 noted that the patient fell in the shower about 4 months ago. Further information received on jan. 12, 2017 from the manufacturer¿s representative reported that they performed a physician recharge mode (prm) and the ins was brought out of the overdischarge (od). The patient had charged for 2.5 hours with 8 coupling bars but could not seem to get past a quarter full. The representative tried to interrogate the ins to clear the power-on-reset (por) but the ins depleted right away. It was reviewed that the ins battery was erratic after an od and that they may have to charge up longer to clear the por.